Manufacturer narrative:
The root cause category is non- assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The review of records does not provide evidence to support defective product.

Event description:
Two open burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer via the united states (B)(4). The regulatory authority report number is mw5068278. A patient of unspecified age, ethnicity, and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number: m61553, expiration date: oct2018, topically from 2017 to 2017 for menstrual cramp relief. Medical history and concomitant medications were not reported. The patient used thermacare heat wraps for menstrual cramps and discovered two open burn blisters on (B)(6) 2017. Event outcome was not resolved. The report type was specified as serious injury with event outcome of disability/permanent damage. The patient still has the product available for evaluation. The product quality complaint group provided the following information: the root cause category is non- assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The review of records does not provide evidence to support defective product. Additional information has been requested and will be provided as it becomes available. Follow-up (12may2017): new information reported from the product quality complaints group includes: updated expiration date and investigation results. No follow-up attempts are possible. No further information is expected.

Event description:
Event verbatim [preferred term] two open burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer via the united states food and drug administration (us FDA). The regulatory authority report number is mw5068278. A patient of unspecified age, ethnicity, and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number: m61553, expiration date: 01oct2018, topically from 2017 to 2017 for menstrual cramp relief. Medical history and concomitant medications were not reported. The patient used thermacare heat wraps for menstrual cramps and discovered two open burn blisters on (B)(6) 2017. Event outcome was not resolved. The report type was specified as serious injury with event outcome of disability/permanent damage. The patient still has the product available for evaluation. Additional information has been requested and will be provided as it becomes available.